Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/23/2015 with the following findings:. Black box and alarm history show consecutive alarms on 10/31/2014. -¿ez-prime¿ steps were performed correctly; no alarms occurred during the investigation, the product performs within specification, unable to duplicate the alarm issue complaint. The pump¿s cover was removed, no intermittent condition was found. Unrelated to the complaint, the display contrast is dim and reddish.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).